Event description:
Adverse event(s): "enlarged incision" (eye injury). Product problem(s): "mark on optic" (scratched material [iol (intraocular lens) implant]). An operating room supervisor reported that an intraocular lens (iol) was removed and replaced during the initial surgical procedure due to a mark being noted on the optic. Enlargement of the incision was required to replace the iol. The pt was treated with medications. In a follow up, the surgeon reported the event resolved.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (not returned). The optic was cracked, scratched and torn on the anterior surface. The optic was scraped on the posterior surface. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/21/2010 by fax and mail. A completed questionnaire was received on 05/25/2010. (B)(4). (B)(4). (B)(4).